Manufacturer narrative:
A getinge fse was sent to investigate the issue. The fse performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs. The failure was not reproduced and no parts were replaced. The unit was returned to the customer for use.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.